Event description:
This case was reported by a consumer and described the consumer and described the occurrence of carotid artery occlusion in a then patient who used super poligrip free denture adhesive cream for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. The patient's past medical history included smoking. Concurrent medical conditions included arthritis and high cholesterol. Concurrent medications included super poligrip original denture adhesive cream,super poligrip extra care with polisesal, lovastatin, hydrochlorothiazide + spironlactone, hydrocodone and vitamin e.in 1996 the patient started using super poligrip free denture adhesive cream and had been feeling "sick to their stomach" on and off 3 o 4 times a week for the past 4 to 5 years. In 2002, the patient was diagnosed with carotid artery occlusive and had neck surgery. Also in 2003 they had eye surgery (nos). On the date of the report the patient was feeling nauseated. Treatment with super poligrip was continued. The carotid artery occlusive resolved and the nausea and feeling sick are unresolved. No corrective actions have been required based on this report.